Manufacturer narrative:
(B)(6). This report is being filed on an international device; tecnis optiblue itec preloaded 1-piece iol, model pcb00v that has a similar device, tecnis 1-piece iol model pcb00 which is distributed in the united states under PMA p980040. The device manufacturer date is not available as the serial number is unknown. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that after the intraocular lens (iol) was inserted into the patient's eye, the doctor observed something like a wrinkle or crack around the center part of the optic. The wrinkle was placed around the folding line where the lens was folded during implantation. The lens remains implanted and no visual acuity issue occurred and no patient injury reported.

Manufacturer narrative:
(B)(4). Additional information reported by company representative: doctor reported the something like a wrinkle or crack on the iol disappeared; therefore, there is no problem on this iol. All pertinent information available to abbott medical optics has been submitted.